Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a procedure the device was broken. There was a backup device available. The procedure was delayed more than 30 minutes. No patient injury reported.

Manufacturer narrative:
The reported 4.5 endoscopic cannulated drill bit, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the drill tip broke outside of the patient. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the device during use. Drilling over a bent guidewire. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.